Event description:
Several occurrences of the level-one fluid warmer leaking. There is a possible infection risk. Patients post op temp reaching 103 degrees. We have been working with the company to resolve this with no success. Dates of use: 2008, many previous instances. Diagnosis or reason for use: body fluid temp. Mgmt. Event reappeared after reintroduction: yes.